Event description:
On december 5, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was continuously flashing the "apply sample" symbol, although blood had already been applied to the test strip. The medical affairs specialist (mas) mailed a letter to the patient and reporter on december 7, 2006, since they could not be reached by telephone on two separate days. The mas also listened to the call between the reporter and customer care advocate (cca) to obtain/verify information. It is not known when the alleged meter issue started. The patient developed symptom of sweating on an unknown date/time and was unable to test with the reported meter. The patient visited his doctor because of the symptoms and had his blood glucose tested. The patient obtained a result of "36 mg/dl" in the doctor's office where he mentioned his blood glucose went back up. The patient, however, denied receiving any medical treatment during the appointment. It would have been helpful to know the following information: when the meter issue started, when the symptoms developed, what his medication regimen was at the time of concern, and if he was following the regimen before and during the event. In addition, it would have been helpful to know if the patient actually did not receive any medical treatment while in the doctor's office, if he still had the symptoms during the appointment, and when the symptoms were relieved. The cca was able to walk the patient through resolving the alleged issue. The patient was initially using an incorrect technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter because of the alleged "apply sample" issue. Although, the patient did not report any medical intervention, he had symptoms of "sweating" and got a result of "36 mg/dl" in a doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.